Event description:
It was reported that the patient underwent total left hip arthroplasty in 1991. Subsequently, the patient was revised in 1995 due to unknown reasons. Additionally, the patient was revised on (B)(6) 2015 due to poly wear. The head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.